Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics, intraperitoneally (while the patient still had their pd catheter in, dose and frequency was not reported). On an unreported date, during hospitalization, the patient's pd catheter was removed, pd therapy discontinued and the patient was started on in-center hemodialysis. On an unreported date, in the following month, the patient was discharged from the hospital and was recovering. At the time of this report, hemodialysis was ongoing. No additional information is available.